Event description:
Reported 1 false positive sofia sars result for 1 patient tested on admission. It is unknown whether the patient was asymptomatic or symptomatic. The customer communicated that the result was confirmed negative through pcr testing the same day.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.